Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched and reported that the customer stated that the iabp alarmed with autofill failure several times. The fse was unable to duplicate the reported problem, however, she did confirm that the alarms occurred in the logs. The fse performed all diagnostics and calibrations and no problem could be found. The fse let the system run and the iabp completed several successful autofills. The iabp passed all functional and safety tests per factory specifications and was returned to customer, cleared for clinical use.

Event description:
The customer reported that the intra-aortic balloon pump (iabp) had an autofill failure during service/testing of the iabp. No patient was involved, and no adverse event was reported.